Event description:
A report was received that the patient was experiencing burning sensation with stimulation. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.